Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, hemorrhage, ischemia, vessel spasm, thrombosis, dissection (intimal disruption), or perforation, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system aspiration catheter 12 (cat12), non-penumbra sheaths, and a pigtail catheter. During the procedure, the physician accessed the target location via the right femoral artery with the terumo sheath. The pulmonary system was wired and imaged with a pigtail catheter. The cat12 was inserted over the wire and to the right pulmonary system. Thrombectomy was successfully performed with the patient¿s vitals improving. The system was pulled back into the main pulmonary. Catheters were exchanged to take images through the cat12 and the gore dryseal. During the catheter exchange, the physician noted the sheath moved from its location. Images were then taken, and a perforation was identified in what appeared to be the wall of the base of the pulmonary artery, into the pericardium. It was reported that the perforation caused a bleed. The physician attempted to treat the bleeding with paracentesis. There is no evidence that the cat 12 caused or contributed to the perforation but the relationship is unknown. It was reported the patient later expired. The cause of death is unknown.